Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were some soreness and light drainage at the site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics. The physician confirmed that the infection had cleared up and the patient was doing well.